Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed 1 deep tissue injury and 1 abrasion on the patient's back where the therapy electrode pads sit. Nurse advised that the patient was in a nursing home and in his bed on his back at all times unless using the restroom. There was no alleged device malfunction contributing to the irritation. A topical ointment was applied to the patient by nurses at the hospital. Follow up indicated that the patient had passed away while in the hospital and not wearing the device. There are no allegations that the device was removed due to skin irritations. The patient was not required to where the device while in ICU and it was removed.